Event description:
It was reported that the actuator assembly was not delivered on time to the user facility and as a result procedures had to be canceled. There was no patient or user injury as a result of this event.

Manufacturer narrative:
The customer will use the device when it is received; not available for return. If additional information becomes available and the product is received a follow up report will be submitted. Customer will use the device when it is received; not available for return.